Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve via the right common femoral artery, transie nt prolongation of the qrs complex occurred. As result the temporary venous pacing (tvp) remained in the right internal jugular sheath. The patient was admitted to the intensive care unit (ICU) overnight for tvp management and close monitoring. The following day, the electrocardiogram (ECG) showed normal sinus rhythm (nsr) with a qrs recover to 94 milliseconds (ms). The tvp was removed and the patient was transferred to floor. A transthoracic echocardiogram (tte) noted a ¿good¿ patient prosthetic match. The mean gradient measured 17 millimeters of mercury (mm hg). The left ventricular ejection fraction (ef) measured 81%. Central regurgitation and paravalvular leak (pvl) were absent. Two days following implant no adverse events overnight (naeon) and vital signs were stable (vss). Telemetry was reviewed and was without pauses, blocks or significant bradycardia. The EKG noted nsr with a qrs interval of 88 ms. The patient¿s home dose of a nonselective adrenergic blocker was restarted twice daily. The patient was discharged home 2 days following the valve implant procedure with a 30-day home event monitor. The physician indicated the event was unrelated to the implant procedure and medtronic products. The event was reported as resolved.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b7 (bradycardia was a baseline condition. H6 bradycardia coding no longer applies.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1 d1 d4 h4 continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} corrected data: a2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the event was possibly related to the transcatheter valve.